Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "701 failure on channel a." This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is (B)(4) (5.04.00).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a "701 failure on channel a" was confirmed and reproduced during evaluation. The assignable cause was determined to be defective pump head module (phm). The phm was replaced to fix the reported condition.